Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having "clogging issues". The customer did not know if the infusion set or cartridge was "clogged". There was no reported impact to the customer's blood glucose (bg) level. The customer had reverted to using insulin injections to manage diabetes. Although requested, additional information regarding the clogging issue or impact to the bg was not received.